Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The device was found within specification and function as intended. The event history log (ehl) review was performed and revealed multiple events of "downstream occlusion!" However the history log cannot be used to distinguish true from alarms. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false downstream occlusion. There was no patient involvement. No additional information is available.